Manufacturer narrative:
Broken abutment in implant. The implant needed to be explanted. Collateral damage.no product problem detected. The broken abutment wasn`t returned for investigation. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Broken abutment in implant. The implant needed to explanted. Collateral damage.